Event description:
It was reported that during use of the bd connecta¿ stopcock there was an issue with leakage. The following information was provided by the initial reporter, translated from chinese to english: the patient needs multi-channel infusion, using the connecta, the leakage of the connecta in the infusion process, the replacement of the connecta device is immediately given, and the replacement of the connecta bolus injection test is found to be leaking under the red handle. Suspected as a product quality issue.

Manufacturer narrative:
Investigation summary: a lot number could not be connected to the device identified in the complaint, so bd investigators could not conduct a device history review for this event. Additionally, a sample has not been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd connecta¿ stopcock there was an issue with leakage. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient needs multi-channel infusion, using the connecta, the leakage of the connecta in the infusion process, the replacement of the connecta device is immediately given, and the replacement of the connecta bolus injection test is found to be leaking under the red handle. Suspected as a product quality issue.